Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had failure message of duplicate address detected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis medstation (aux 2) displayed a "duplicate address detected" error, and most drawers failed; restarting the unit did not resolve the issue. A field service engineer replaced the flat flex cable due to multiple duplicate address failures in the cubies; all cubies were successfully recovered and the customer confirmed proper functionality to resolve the issue. The system functioned as intended after the field service engineer repaired the device.